Manufacturer narrative:
The reported issue was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be, ¿belt temperatures too low after nip roller and heated section." The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "directions for use 1. Arcticgel¿ pads are only for use with an arctic sun® temperature management system control module. See operators manual for detailed instructions on system use. 2. Select the proper number, size and style pad for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the entire pad set (4). If the entire set of pads is not used, the minimum flow rate may not be achieved. 3. For patient comfort, the pads may be prewarmed using water temperature control mode (manual) prior to application. 4. Place the pads on healthy, clean skin only. Remove any creams or lotions from patient¿s skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion. 5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 1.7 liters per minute, which is the minimum flow rate for a full pad kit (4). 7. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that rewarming process was started in the arctic sun device in the preparation for withdrawal of care the next day. The patient temperature was 32.8c and was getting a low flow alert 02. Only 3 universal pads were in use. Also stated that there was no problem in getting the temperature down but used a cooling blanket. They did not have a full set of pads and was unaware of what a full set looked like. Mss responded that they would not get an acceptable flow rate with three universal pads but would try. The pads wer disconnected and reconnected using proper technique and the device was switched to hypothermia mode from normothermia. They decided to set rewarming to 0.5c/hr. The flow rate was upto 1.5lpm and the watre temperature was increasing. Explained that the device might not be able to efficiently achieve target temperature with this pad use and flow rate and might require discussion with medical doctor (md) for further intervention. As per follow up information, they stated that they were unsure if the flow rate increased after speaking with the helpline, but stated the patient rewarmed to an acceptable rate before the doctor decided to withdraw care before the completion of therapy, due to the request of family.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that rewarming process was started in the arctic sun device in the preparation for withdrawal of care the next day. The patient temperature was 32.8c and was getting a low flow alert 02. Only 3 universal pads were in use. Also stated that there was no problem in getting the temperature down but used a cooling blanket. They did not have a full set of pads and was unaware of what a full set looked like. Mss responded that they would not get an acceptable flow rate with three universal pads but would try. The pads were disconnected and reconnected using proper technique and the device was switched to hypothermia mode from normothermia. They decided to set rewarming to 0.5c/hr. The flow rate was upto 1.5lpm and the water temperature was increasing. Explained that the device might not be able to efficiently achieve target temperature with this pad use and flow rate and might require discussion with medical doctor (md) for further intervention. As per follow up information, they stated that they were unsure if the flow rate increased after speaking with the helpline, but stated the patient rewarmed to an acceptable rate before the doctor decided to withdraw care before the completion of therapy, due to the request of family.